Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.the reported device went into backup vvi mode was confirmed and was due to external defibrillation exposure while it was charging to deliver therapy. The device was evaluated by automated electrical test (ate) system and temperature cycle test. No anomalies were found.

Event description:
It was reported that during attempted implant and vf was induced the device went into backup mode after external defibrillation. Device was not able to be reset and it was not implanted.